Event description:
It was reported that the patient¿s atrial lead had dislodged. It was noted that the lead had been dislodged during the patient¿s CABG (coronary artery bypass graft) procedure the week before. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrs1, ipg, implanted: (B)(6) 2009. (B)(4).